Manufacturer narrative:
Continuation of d11: product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that she has been having problems charging her implant. It will take her over an hour to find the implant with her external equipment. Patient will see that the external equipment can't find the device and poor recharge quality. The remote telemetry module (rtm) does not appear to be damaged at all. Patient spoke to her doctor who said that everything looks perfect internally. During the call, patient was asked to try and start a charging session and the patient was able to get good recharge quality.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a hard time connecting to charge her ins since the stimulator was turned on 10 days post implant. She was told the ins should last 4 days, but it barely lasted 2 days. She mentioned she did turn up the stimulation, but has since decreased it back down. The patient also said she didn't let it deplete past 30%, but on the call the ins was in the red and the battery low, recharge your ins screen was seen. On the call, the patient attempted to start a charge session, but the looking for device and checking recharge quality screens were seen and seemed to take a long time to bypass. The recharger was unplugged from the power cord and re-plugged in, but the screen was stuck on checking recharge quality and it was unresponsive. It was confirmed the controller powered on without the battery pack when only using the cord. The battery was reinserted and a no device found screen was seen. A physician recharge mode was initiated and went thru several cycles until it was confirmed there was excellent recharging. The patient said if she moved slightly it changed to good. She was directed to follow up with her rep/hcp if there were any further issues. No symptoms or further complications were reported.